Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The information provided was reviewed and determined there was a memory corruption. Based on the result of these findings, abbott is performing further investigation.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a bluetooth malfunction. No intervention was reported. There were no patient consequences.